Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the head was not correctly identifying implantable heart devices, it failed its uplink tests and was unable to interrogate. The head's cable was replaced to resolve and it then passed functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was not correctly identifying implantable heart devices. The head was returned for service. No patient complications have been reported as a result of this event.